Manufacturer narrative:
Explant date: not applicable. Initial reporter: telephone (B)(6). All pertinent information available to the manufacturer has been submitted. Placeholder.

Event description:
We received a report that during the implantation of a tecnis 1 piece zcb00 intraocular lens (iol) the haptics stuck to each other and to the optic. Sometimes they even tilt inside the capsular bag as they cannot get a hold. The procedure was completed successfully and there was no patient injury.

Manufacturer narrative:
Manufacturing records for the iol were reviewed. All process operations presented in the manufacturing record were in compliance with manufacturing instructions specifications. All tests results showed a pass condition. No deviation or non-conformance (ncr) was generated when this production order was manufactured. Device met manufacturing release criteria. All pertinent information available to the manufacturer has been submitted. Placeholder.